Event description:
Surgeon performed initial reverse shoulder on the patient on the (B)(6) 2011. The patient has since complained of chest pain. The surgeon had scans taken and believed the anterior metaglene screw was protruding out of the scapula and might be impinging on the patients throcic wall. A revision was carried out and the surgeon removed all four metaglene screws. According to the surgeons notes, one 30mm screw was used in the anterior screw hole and another 30mm screw was used in the posterior screw hole. Yet when the screws were removed it was noted that the screw from the anterior hole was longer than 30mm and is actually 36mm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis of the batches indicated (and batches of the returned products) shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. Product analysis: the reference and lot numbers of the returned products were different to the reference and lot numbers indicated in the initial complaint description form. The visual analysis of the returned products showed a compliance of their length to the markings. The products were checked dimensionally, they are in conformity. The information provider mentioned that the 36mm screw was in the 30mm labeled package. The packaging was not returned, a verification of the conformity of the product description on the packaging or labels could not be conducted. Based on the above elements, the need for corrective action is not indicated. We close this complaint as undetermined and will re-open it if any relevant information is received.